Manufacturer narrative:
Section a2, a4, a5 and a6: unknown/ not provided. Section d6a: if implanted, give date: unknown/ not provided. Section d6b: if explanted, give date: unknown/ not provided. Section e1: reporter: telephone number (B)(6). Section e2: healthcare professional: unknown/ not provided section e3: occupation: unknown/ not provided. Section h3: the device was not returned for evaluation as the lens remain implanted in the eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that for this back-up lens that was used, the injector was faulty and there was a delivery issue. As it was difficult to use, the doctor manually removed the lens from the patient's eye with the help of the injector. There was no delay in treatment or other interventions performed. No further information was provided. There was no delay in treatment or other interventions performed. No further information was provided. This report is for the back up lens that had a faulty injector. Refer to h10 for the report related to the first lens used that was implanted and particles were seen after which resulted in the lens being removed.